Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead was stretched. There was blood/body fluid on the outer tubing overlay and blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead it did not perform per manufacturing specifications. The lobes were deploying while the physician was trying to implant the lv lead. Therefore the lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.